Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back therapy pads of the lifevest equipment. The rash was described as red, bleeding, weeping bumps. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed triamcinolone/kenalog cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.